Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor

Event description:
Device malfunction: none symptoms/ae: couldn't squeeze toy with left hand time of symptoms/ae: during the carotid procedure in 2006. It was reported that during the carotid procedure of the right ica with a type 3 arch, with heavy tortuosity and heavy calcification, the patient experienced a neurological event. The patient was asymptomatic pre-procedure. The sheath was advanced into the common carotid with no problem and during angio, with only the sheath in place, the patient experienced a neurological event. The filter basket was advanced past the target lesion without problem and the lesion was stented with the rx acculink and post-dilatated. Once again with only the sheath remaining in the patient's body, and angio was performed and the patient again experienced a neurological event and could not squeeze the toy with their left hand. Once the sheath was removed the event began to resolve; however, not completely. The patient's condition is improving; their gross motor skills are fine, but not fine motor skills. No additional information was available.